Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted in to the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of redness, dry skin and itching sensations at the sensor patch adhesive on the arm. Prior to sensor insertion a barrier dressing was applied which was approximately 1 cm smaller than the sensor patch adhesive. After the sensor was inserted an over patch was placed on top of the sensor adhesive. The patient received a prescription for an oral antihistamine to treat the affected area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted in to the arm on 01/04/2022. On 01/12/2022, the patient experienced a skin reaction that consisted of redness, dry skin and itching sensations at the sensor patch adhesive on the arm. Prior to sensor insertion a barrier dressing was applied which was approximately 1 cm smaller than the sensor patch adhesive. After the sensor was inserted an over patch was placed on top of the sensor adhesive. The patient received a prescription for an oral antihistamine to treat the affected area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).